Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. The physician indicated that he met resistance in the rav/vc junction during the advancement of the above product. The physician had fluoroscoped the area where the filter was located and not the area he was advancing through. The autopsy found a 1 cm laceration at the ra/vc junction. Most likely this occurred when the physician was advancing the above product and met the resistance at the ra/vc junction. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Manipulation of the product requires fluoroscopic control.